Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was in a folded state and had not been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking out through the tip of the device. This type of leak is consistent with a breach in the inner lumen. All blades were intact within their pads and fully bonded to the balloon material. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination of the hypotube identified multiple hypotube kinks. The shaft polymer extrusion was found to be flattened and kinked in various areas. As a leak was identified through the tip of the device, the outer lumen of the shaft polymer extrusion was removed, and the inner lumen was examined however no tears or holes were identified. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment of the right coronary artery (#7). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The balloon was completely removed from the patient's body without any problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment of the right coronary artery (#7). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The balloon was completely removed from the patient's body without any problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.